Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The cause of the reported gripper actuation issue was unable to be determined. The reported improper or incorrect procedure or method was due to the user curving he device more than 90 degrees. The reported tissue injury is a cascading effect from the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation grade 4. A xtw was chosen for implantation. The clip was manipulated below the valve, becoming stuck briefly in the anatomy. The clip was freed and grippers were then tested in the atrium. The grippers first came down in a delayed fashion but then would not lower on subsequent attempts.the clip was removed from the patient and there was tissue observed on the clip. The grippers were tested outside the patient and they functioned normally. It was reported that the clip delivery system had been curved more than 90 degrees to about 100-110 degrees. Two more xtw clips were then implanted. Both of the xtw clips had a gripper become stuck on the leaflet. However, in both instances the clips were able to be freed without any tissue damage. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.